Event description:
The implant malfunctioned due to part not retained on mating part (e.g., the malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The implant malfunctioned due to part not retained on mating part (e.g., the malfunction did not cause or contribute to a death or serious injury. Additional information learns that the implant would not retain to the bone as this is what the customer describes.

Event description:
The implant malfunctioned due to part not retained on mating part (e.g., the malfunction did not cause or contribute to a death or serious injury. Additional information learns that the implant would not retain to the bone as this is what the customer describes.